Event description:
The customer stated that she tested her blood glucose using another meter (unk brand) and her elite xl meter. The other meter read 175 mg/dl, while the elite xl read 29 mg/dl. The difference between the readings falls in the "e" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. The test strips are to be returned for eval, and replacement test strips will be sent.